Event description:
Caller states that she obtained a reading of 272 mg/dl and took her insulin. She states that approx 2 1/2 hours later she had low blood glucose symptoms. She reports her son called the paramedics who arrived and tested caller at 211 mg/dl on their device. She states she was unconscious when the paramedics arrived. Caller reportedly tested on her device at the same time with a reading of 277 mg/dl. Caller states that she received a glucose shot from the paramedics. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.